Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was stuck on a blue screen with an error message and the nurse could not find the meds she needed in any other machine. A field service engineer rebooted the machine and brought the machine back up to the application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on a bluescreen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.